Event description:
We heard a sound that seemed like the infant was stooling, and then leaking was found in the stomach. We checked the g-tube and it came off with a burst balloon. We called the physician who came and assessed the baby. Continuous feeding was stopped. The stoma was covered with dampened sterile gauze (2x2) until the surgeon can look at the patient.